Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 179mgd/l. A test bolus was delivered, while the customer was disconnected, and no additional occlusion alarms occurred. The customer reconnected the infusion tubing to the infusion site and the remainder of the bolus was successfully delivered without additional occlusion alarms declaring. During a follow-up, it was reported no additional occlusion alarms occurred.